Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015, the patient presented to the emergency department (ed) on (B)(6) 2015 and was admitted. She was discharged on (B)(6) 2015. Upon presenting to the ed she did receive IV antibiotics. Currently, the patient is doing just fine.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Sterile lot review. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015. Two days later the patient reported to the emergency room (ER) "complaining of abdominal pain". The patient's examination revealed "sepsis and endometritis". The physician administered antibiotics and the "patient was released within 24 hours".